Event description:
It was reported that after mixing with an acm kit, the bone cement did not harden. Add'l units were available to complete the surgery. There was no adverse consequence for the patient or delay in surgery or anesthesia time.